Manufacturer narrative:
Section d4, g3 & h4: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(4). The backup battery fault alarm event became active on (B)(6) 2019. The alarm was active as a result of a backup battery load test failure. The returned system controller was functionally tested using laboratory equipment and no functional issue was identified that could be correlated to the alarm. The 11v backup battery (serial # (B)(4)) was discharged/charged and testing was unable to reproduce a backup battery fault alarm. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on (B)(6) 2016 on customer order (B)(4). In the heartmate 3 patient handbook document, section 5 entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the patient's controllers were exchanged and both back up batteries were exchanged (2) months ago due to back up battery fault alarms. The controller/ebb was sent back for further evaluation. On (B)(6) 2019, the patient presented to the clinic with another back up battery fault alarm. Log file analysis showed backup battery faults on (B)(6) 2019. No further information was provided.